Manufacturer narrative:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found no confirmation of customer complaint. During the evaluation 6 error codes were discovered (error# 4 ,12/23/2021, 01:47:32 pm, error# 223 ,07/21/2021, 04:16:50 am, error# 223 ,07/18/2021, 12:20:10 am, error# 226 ,06/20/2021, 06:21:59 am, error# 223 ,11/16/2019, 03:37:56 am, error# 223 ,07/31/2019, 01:44:16 am). The device has been scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a crack in the device (which has been covered with tape by the user) and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.